Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not confirmed. The company representative checked the sensors before testing the system. The system was tested and found the system to have functioned as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 8, 2004. Based on qa assessment, the product met specifications at the time of release. The system was found to function as intended. Therefore, the root cause of the reported events cannot be determined conclusively. The handpiece was examined and the reported event was not confirmed. The company representative checked the sensors before testing the handpiece. The handpiece was tested and found the system to have functioned as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on may 10, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to function as intended. Therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the customer. The customer reported that the surgeon has a sensation that the phacoemulsification handpiece was obstructed and that aspiration was not correct. No occlusion alarm was heard from the system. This event occurred during the phacoemulsification portion of a cataract surgery and not during irrigation/aspiration as previously reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgical procedure there was little aspiration and an occlusion from irrigation/aspiration tip (I/a). A system message code was not displayed. Service was requested for the system. The case was completed with harm to the patient. Additional information has been requested and received.